Event description:
It was reported that during an in-clinic follow up, the implantable cardioverter defibrillator (ICD) exhibited episodes of over-sensed crosstalk. The ICD was reprogrammed. The patient was in stable condition and will be further monitored.